Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient¿s therapy had stopped working. Then it was stated that the therapy was working, ¿but not beautifully¿. The patient went to the ER because they had ¿crumpled, not fallen' and could not get up¿. They were told that they had a bladder infection. The patient stated that they had no urgency or pain when urinating with the infection. The bladder infection and therapy no working issues started on (B)(6) 2019 (¿superbowl sunday¿). After the ER visit, the patient went to their healthcare professional (hcp) and was told that they had a ¿tinkle thing in my crotch¿ and ¿colonization of bladder germs that will never go away. The patient mentioned that the also leaked a little bit which had occurred since implant ((B)(6) 2014). Using the programmer, it was determined that the patient was on program 4 at 1.0 and the stimulation was on. They were walked through how to make an adjustment and the patient adjusted it to 1.2. It was reported that troubleshooting resolved the issue. There were no further complications reported or anticipated.